Manufacturer narrative:
Dentsply was not able to verify the reported complaint as the attachment stopped working post production testing. Although an actual temperature reading was not captured for the complaint, a root cause as to why this situation would have occurred could be determined. Bur end bearing failure and excessive debris most likely created friction within the head which resulted in temperature increase. Additionally, the attachment did not meet production requirements for rotation, noise, leak, cap temperature, cut, current draw and cap removal test according to specification.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.